Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit is shutting off with no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the battery was not holding a charge causing the unit to shut down, which confirmed the original complaint issue. However, there was no indication that there was a failure of the alarms. Therefore, this is no longer a reportable event.

Event description:
Dealer is stating that the unit is shutting off with no alarm.